Event description:
It was reported that an 82 year old female patient (48kg) underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The procedure was a vt procedure after omi (old myocardial infarction). Post voltage map was performed after the lv apex was conducted ablation for vt. When additional ablation was conducted to the anterior wall of the lv, the physician felt that the movement of the cardiac silhouette became slow on fluoroscopy. As confirmed by echocardiography, pericardial effusion was observed on the apical side of the cardiac cavity, and drainage (about 20 cc) was performed. Timing when complaints occurred was after lv anterior ablation at three hours and 30 minutes after patient enter to the room. Clinical vt no longer appeared, and the post voltage map was judged to be sufficient as an endpoint. The procedure was completed as it is. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: <34w 8ml/min 35w< 15ml/min. The physician's opinions on the relationship between the event and the product was that the sheath may have been little pressed too much by the catheter operation at the time of additional ablation. There was no abnormally high value in contact force (cf) and may be due to the area around the shaft part. There were no abnormalities observed prior to use and during use of the product. Additional information was received. The adverse event occurred during use of biosense webster products. The intervention provided was pericardial drainage. Rf needle was used for the transseptal puncture performed. The event occurred during the ablation phase. No error message was observed during the procedure. Force visualization features used were real time graph; dashboard; vector; and visitag. Additional filter used with the visitag was fot. Color options used was a tag index.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30863142l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11-nov-2022. Outcome of adverse event was fully recovered. The patient was recovered and was discharged from the hospital 3 days after the procedure. The patient did not require extended hospitalization. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation, the generator was used as usual. Parameters for stability for the visitag module used was range;3mm, time;3sec, fot;25%, tag size2. Therefore, updated the d10. Concomitant medical products and therapy dates field. In addition the physician information was provided. Therefore, processed e1. Initial reporter title, e1. Initial reporter first name, e1. Initial reporter last name, and e3. Initial reporter occupation fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).